Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the target vessels included the both calcified, non-tortuous, left anterior descending artery (lad) and right coronary artery (rca). The radial artery was accessed in order to predilate the vessels with an unknown size balloon. A taxus liberte 2.75 x 28 mm drug eluting stent was placed in the lad while the taxus liberte 3.0 x 32 mm was implanted in the rca. The procedure was successful but the physician noted difficulty while trying to withdraw the balloon from the stent and was not satisified with the removal. Both stents were successfully removed with force. There were no pt complications.